Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 12aug2019. The customer's biomed confirmed the non-functional navigation-ring issue. The customer's biomed reported that the unit was repaired. The part replaced was the navigation-ring assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the navigation ring issue was not working. There was no patient involvement.